Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at time. We therefore, consider this report complete to the best our knowledge.

Event description:
It was reported that insulin was leaking past the o-rings into the reservoir chamber. No further information was provided.